Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture and increased impedance values. No changes were reported. There were no patient consequences.

Event description:
New information received notes the patient's right ventricular (rv) lead had continued high capture thresholds and high pacing impedance. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.